Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection and observed evidence of a foreign fluid and corrosion on the control board below as well as in front of the nebulizer relief valve. Additionally, ventec observed dried foreign fluid residue on the bottom of the nebulizer relief valve port, further indicating that there is or was fluid inside the device¿s chassis. Foreign contamination was also found in the nebulizer supply tube and rotary valve 2 (rv2). Ventec replaced the control board, main chassis, nebulizer supply tube and rv2, all of which had been contaminated, to resolve the reported issue. Proper device operation was then observed through functional and performance testing. Based on the information available, it¿s reasonable to conclude that the cause of the reported issue was user error. Evidence showed that the user did not follow the recommendations for nebulizer use with a passive circuit and keeping secretions from contacting the passive exhalation valve. It has been observed from previous complaint(s) that when using the nebulizer with a passive circuit and no filter, the nebulizer medications may accumulate on the valve and affect performance. The vocsn clinical and technical manual states [p.37]: "note: if a passive ventec one-circuit is used, ventec life systems recommends connecting a filter between the distal end of the circuit and the nebulizer tee to ensure nebulized material does not collect in the passive valve and obstruct airflow."

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed the device would reboot. There were no reports of patient involvement associated with the reported event.